Event description:
It was reported that during an unspecified procedure, in a moderate to heavily calcified obtuse marginal artery, while removing the grand slam 190mm wire, the tip broke off in the body. Resistance was felt at the time that the tip broke off. The tip was successfully retrieved. The case was extended by 20 minutes due to the breakage and removal of the tip. There was no adverse patient sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. Though device investigation could not be conducted because it was not returned, we presume and consider from the provided information that the guidewire tip was trapped by the calcified lesion or some other factor, where the pull-back manipulation to the guidewire was applied, resulting the guidewire breakage due to the force exceeding the product design limit. Warning section of the instruction for use (IFU) states; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, ... Result in fragments being left inside the vessel and separation or breakage of guidewire as one of the possible complications and adverse events.